Event description:
It was reported that the double trigger handpiece started itself after battery plugging during kit inspection. No patient harm, injury or surgery delay has been reported.

Manufacturer narrative:
The product was not returned at the date of this present report, the investigation is then not completed. A medwatch follow up will be submitted when the investigation is completed.